Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint of "a white mass (a type of fat) emerged from the front joint of the vessel sealer extend, which only became visible during the operation and thus reached the operating area". The white residue that has consolidated within the wrist assembly is krytox grease (pn#975017). Per the manufacturing procedure, krytox is applied at the wrist seal where wrist cables and cautery wire go through. This instrument appeared to have krytox applied and aggregated at a common location during the wrist assembly process. Per intuitive guidelines, the amount of krytox seen on this instrument at the time of failure analysis is a passing criterion and an expected condition. The instrument was placed on the system and driven at various angles. Energy delivery was performed and passed and no oozing of krytox occurred during in-house testing. The instrument was also found to have a segment of the conductor wire sticking out from the wrist assembly. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electrical continuity test. Components adjacent to the dislodged wire does not show damage.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Isi has not received the instrument for failure analysis evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, a white mass (resembling a type of fat) emerged from the front joint of the vessel sealer extend, which only became visible during the operation and thus reached the operating area. The mass was not viscous but rather solid and lay in small pieces in the surgical area but could be crushed outside the site. Intuitive surgical inc. (Isi) contacted the site and obtained the following additional information regarding this event: the vessel sealer extend (vse) was inspected and found to have no abnormalities. The issue was with a soft/tough mass, not a hard fragment. The problem was identified during a surgical task and the vessel sealer extend was replaced with a new one from a different batch. The vessel sealer extend was easily removed without any problems through the cannula. The mass inside the patient was immediately removed using forceps. There are no known postoperative complications experienced by the patient at this time.